Event description:
It was reported that the unit will not power on with batteries. A reportable event of a defective dso sensor was observed during the investigation. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed per pvt. The testing could duplicate the customer reported problem, damaged air detector sensor, cassette pin sensor seal were observed. The root cause of the issue is was the pwa. During the investigation a defective dso sensor was also observed. The dso sensor was replaced. A motor was replaced for preventative measures. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.